Manufacturer narrative:
Na

Event description:
Information was received that this introducer was suspected to have caused a pneumothorax during implant procedure which self-resolved. A left ventricular (lv) lead was not implanted as the patient had tortuous veins as seen on venogram and access via the subclavian vein was difficult. A supervising physician felt it was best to plug the lv lead port in the intention of putting an epicardial lv lead on a later date. It was noted that the physician suspected he caused the pneumothorax. No additional adverse patient effects were reported.